Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, dvt, tilt, migration, and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The trapease filter is not indicated for use in the prevention of deep vein thrombosis, rather, patient and pharmacological factors may have contributed to the report of dvt. Without images or procedural films for review, the reported filter tilt, migration and perforation could not be confirmed, and the exact causes could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the tilt has not been reported at this time. Perforation was also reported; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, dvt, tilt, migration, and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was provided and is available in: section b3 (event date). Section b4 (event description). Section h6 (evaluation codes). The exact event date is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, dvt, tilt, migration, and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the filter was implanted due to deep venous thrombosis with gastrointestinal bleeding and being contraindicated for anticoagulation. The filter was implanted above the level of the caval bifurcation and below the level of the renal veins. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eleven years and nine months post implantation. The patient reports perforation of filter strut(s) outside the ivc, migration of entire filter other than to heart, and blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from chest pain, tightness in chest, sometimes blood in urine, and anxiety.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted due to deep venous thrombosis with gastrointestinal bleeding and contraindication for anticoagulation. The filter was implanted above the level of the caval bifurcation and below the level of the renal veins. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, dvt, tilt, migration, and perforation. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, migration of entire filter other than to heart, and blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from chest pain, tightness in chest, sometimes blood in urine, and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and chest pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, dvt, tilt, migration, and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the filter was implanted due to deep venous thrombosis with gastrointestinal bleeding and being contraindicated for anticoagulation. The filter was implanted above the level of the caval bifurcation and below the level of the renal veins. According to the information received in the patient profile form (ppf the patient reports perforation of filter strut(s) outside the ivc, migration of entire filter other than to heart, and blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from chest pain, tightness in chest, sometimes blood in urine, and anxiety.

Manufacturer narrative:
Additional information was provided and is available in: exact event date is (B)(6) 2015. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Correction to product code.